Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens implantation surgery, the ophthalmic system had single digit cumulative energy and low aspiration. The patients were unexpectedly experienced central corneal edema in three cases. The procedure was completed on the same day. The current patient status was unknown. Additional information was requested, but none was received at the time of this report.